Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on (B)(6) 2017 the patient was hospitalized for elevated blood glucose (bg) of 1415 mg/dl with extreme thirst, vomiting, and confusion. The patient reportedly discontinued insulin pump therapy and was treated with intravenous fluids. Additionally, the patient was reportedly put on a ventilator. The reporter stated that the pump had an intermittent power issue, however it was unknown when the issue began. During troubleshooting it was noted that the issue occurred during or immediately after battery changes. The reporter was advised to change to a new battery from a new pack during troubleshooting, however the pump did not power on appropriately. The reporter stated that the pump was continually making start-up sounds. The reporter denied any damage to or moisture in the pump, and confirmed that the battery cap was secured properly. Additional troubleshooting could not be completed due to the pump not powering on appropriately. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with an alleged intermittent power issue.